Manufacturer narrative:
Device evaluated by MFR? (B)(4).

Event description:
It was reported that the patients device was explanted in 2006 due to an infection. Device history record was reviewed and confirmed the devices were sterilized prior to distribution. No additional relevant information has been received to date.